Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned due to an unknown reason. No allegations exist against this device during its service life.